Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse calibrated master tool manipulator (mtm) gravity compensation. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to calibration issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a customer reported that arm3 moved too much. The erbe also restarted itself. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the reporter confirmed that one surgeon believed that the manipulator moved a bit downward more than usual when they moved their head away from surgeon side cart (ssc). However, the exact situation was not clear when reported by the nurse, and the customer informed they were unable to reproduce the situation. It was noted the manipulator did not move in the opposite direction. The reporter could not reproduce the same problem on the manipulator, and they did not know the standard of usual means. The customer attempted to check the function of the ssc during normal operation. Therefore, the master tool manipulator (mtm) was recalibrated for gravity compensation, and the customer was asked to inform the specific surgeon of the reported issue. The erbe was rebooted during the same procedure and was completed normally without any further problems.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse could not replicate the reported issue, but the fse recalibrated the master tool manipulators (mtm) due to the customer concerns. The complaint was not confirmed based on the field evaluation. The probable root cause cannot be determined based on the information available. The fse was unable to replicate the issue, but the fse recalibrated the mtm proactively.

Event description:
Refer to h11 for follow-up information.